Event description:
It was reported that patient was scheduled to have magnetic resonance imaging (MRI) done on (B)(6) 2012 of her brain and the rest of the body. The patient had always been told that she could not have an MRI because the ¿power of the magnet could crack the pump itself¿, so the patient had to wait in pain to have procedures. It was noted that the MRI was ordered because there was a suspected pump issue and the patient had additional herniated disc in her lower back. The pump was used to deliver morphine, baclofen and an unknown drug. Additional follow up information received on (B)(6) 2012 reported that patient no longer had concerns with device or therapy.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2006-(B)(6), product type catheter. (B)(4).